Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was returned from the facility for evaluation. A visual evaluation was performed, and it was noted there was a small leak just above the pump segment of the set. The sample was functionally tested by attaching to an airline at 10 psi for 10 seconds and submerged underwater with failing results. Under magnification it was noted there was a small cut that was causing leakage. The reported defect was confirmed. A review of the device history records was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. Based on the evaluation results, a potential root cause is the use of a cutting knife to open the box. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: a small hole in the in the tubing by the blood pump was observed where blood leaked out of the system and air was getting in. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.